Manufacturer narrative:
Additional information section h.6. Advanced bionics considers the investigation into this reportable event as closed. Imaging revealed the device was positioned in the semicircular ducts during initial implant surgery. The recipient was partially inserted during repositioning surgery. The recipient was successfully activated. Programming adjustments have been made. The recipient continues to use the device and will be managed by the facility. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode migration following initial implant surgery. Imaging revealed extra cochlear electrodes. The recipient underwent repositioning surgery on (B)(6) 2025. During repositioning procedure, a cochleostomy was performed.